Event description:
The cord emitted sparks. The user has not returned the unit to co for inspection and may not be. All attempts have been made to get more info about the event. No deaths or injuries have been reported. This report is being made to comply with regulatory letter 90-dt-12.